Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of intermittent nausea, vomiting, abdominal pain and peritonitis which warranted hospitalization and antibiotic therapy. The etiology of peritonitis is unknown; therefore, causality cannot be firmly established. It is well established, those individuals undergoing pd therapy are at high risk for infections of the peritoneum. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction causing or contributing to the events. The liberty select cycler cannot be excluded from having a possible contributory role, as the cycler was not returned to the manufacturer for evaluation. Additionally, the cause of the peritonitis remains unknown. Therefore, based on the information available, the liberty select cycler cannot be disassociated from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized on (B)(6) 2019 for intermittent nausea, vomiting, and increasing abdominal pain and was subsequently diagnosed with peritonitis. Hospital records were received on 17/jun/2019. The documents state that the patient arrived at the emergency room after experiencing intermittent nausea, vomiting and worsening abdominal pain for the past 3 weeks. It was reported that the patient was unable to complete pd therapy for the last 3 days due to their catheter malfunctioning (not a fresenius product). The patient was able to instill fluid, but unable to drain the solution. On (B)(6) 2019, the patient¿s abdominal pain worsened, and they noticed what appeared to be food particles (brown) in their pd catheter and sought medical attention. Peritoneal effluent fluid cultures were obtained on 4/jun/2019, which were positive for pseudomonas aeruginosa. The patient was initially being treated with intravenous (IV) vancomycin (dosage not provided), however upon return of the culture results, the vancomycin was discontinued. The patient was diagnosed with peritonitis and was started on an IV cephalosporin (drug, dosage, duration not provided). On (B)(6) 2019, the patient underwent ccpd therapy, however on (B)(6) 2019 the decision was made to remove the pd catheter and transition the patient to hemodialysis (hd) for several weeks. As of (B)(6) 2019 the patient remains hospitalized. The hospital records received on 17/jun/2019 do not contain any reference to a discharge date. The current disposition of the patient is unknown.